Event description:
Our rep is reporting that during an arthroscopic knee procedure, the surgeon was using an electrode as a probe. During this use, a portion of the distal tip of the vapr se electrode broke off into the patient's knee joint. The surgeon was, for whatever reason unable to retrieve the fragment at this time, however, he is planning a future surgery to remove the fragment. The procedure was concluded successfully without further issue or harm to the patient. Facility discarded device.

Manufacturer narrative:
The device was admittedly misused by the surgeon. The device is intended to be used in a wand type fashion to remove tissue, the surgeon was using it as a probe and lever. We attribute the reported failure mode to technique, a user issue. No further action is warranted.